Event description:
Dealer reported that under a load test, the batteries voltage on a m51psemiblue power chair was down to 18 volts. Dealer wants it noted that the battery indicator lights did not go down on the joystick when tested.